Event description:
Customer alleges discrepant results with meter compared to lab: dates: (B)(6) 2011, inratio2: 3.6, lab: 2.9; (B)(6) 2011, 4.2. Lab comparison was done within three hours of the inratio test. On (B)(6) 2011, there was distinct bruising on patient.

Manufacturer narrative:
Investigation pending.